Manufacturer narrative:
The lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture. An invasive procedure was performed. This lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.